Manufacturer narrative:
H6 - device code 1426 should have been included in initial MDR. H6 - foreign body analysis: light-colored debris on the lens was analyzed using fourier transform infrared spectroscopy (ftir) and was found to be a mixture of protein and carbohydrate, consistent with a biological material. H6 - result code 213 corrected to result code 114 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found no visible damage to lens, no white particulate. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contribute to the complaint issue. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -6.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchange for the same model and diopter lens due to blurred vision and accretion on the lens, lens opacity. This exchange resolved the problem. The reporter stated "there were white materials adhered on the lens and the level did not get well but worse, they decided to remove the lens".